Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary. There are no samples, no photographs and one video along with the reported complaint of package seal integrity. The investigating team could not investigate further as the material code number does not match with the product shown in the video or simulate the defect on retention samples as the lot number is unknown for investigating the reported defect. The investigating team could not investigate further as the material code number does not match with the product shown in the video and the lot number is not reported. For further investigation of root cause and action to be taken for this defect, the original sample will be required. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 1 bd emerald¿ syringe was not packaged in flow wrap, and another needle had pierced through its packaging and the box. The following information was provided by the initial reporter: "in a box of bd emerald syringe, one needle came out of the box & on opening the box it is noticed that syringe was not packed in flow wrap."